Event description:
This medwatch report was inadvertently submitted. The issue reported was addressed in regulatory report #8020893-2017-05484.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator failed the power on self-test (post). Patient involvement information was not provided